Manufacturer narrative:
Summary of evaluation: evaluation results as received from howmedica leibinger gmbh indicates that evaluation of this event cannot be performed because the screws were not returned to howmedical leibinger gmbh.

Event description:
It was reported that the screws sheared below the head midway in placement. The sheared screws were implanted. This event did not cause an adverse consequence to the pt.